Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: observed a dark circle around the patch, curved smooth opening in a crease, curved sharp openings in the same location of crease, stress marks and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: a smooth crease opening assessed as fold flaw opening. Curved sharp crease openings assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.